Manufacturer narrative:
Conclusions: device not returned no evaluation can be performed. Device not provided to manufacturer for evaluation. Patient code: human factors.

Event description:
Customer alleges PICC catheter dislodgement occurred when 3m PICC/cvc securement system (B)(4) was used to secure PICC catheter. Customer states patient reported his "PICC catheter fell out during the night". Customer reports patient stated the "dressing and PICC catheter were lying in his bed when he woke up". Customer states PICC catheter was not replaced. Customer reports physician prescribed oral antibiotics since the patient was toward the end of this therapy.